Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an affiliate in (B)(4), during a transfemoral tavr, valve alignment was achieved without any resistance in the patient¿s tortuous descending aorta. During balloon inflation in the native annulus, the valve did not expand and blood was observed in the inflation device. The valve and delivery system were retracted into the sheath successfully. Another attempt was denied and the procedure was aborted due to the patient¿s condition. Per the physician, although some tortuosity was observed in the vessel, it was thought to be capable of valve alignment because the area was just significantly curved. The balloon might have been damaged at the time; however, no resistance was felt during alignment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. The commander delivery system was returned after being used in the procedure in default position, unlocked, and with no fine adjust used. The delivery system was fully inserted through the esheath and loader cap. A visual inspection was performed and the following was noted: valve crimped on inflation balloon, gouges on flex tip, and multiple pinholes on crimp balloon. Functional testing was performed. The balloon was inflated and leakage was observed confirming the complaint. The crimp balloon double wall thickness was measured, as a measurement below specification could be indicative of a manufacturing non-conformance and contribute to the observed pinholes. The crimp balloon double wall thickness was found to be within specification. The device history review (DHR) was performed and the review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot revealed zero (0) other complaints for ¿balloon ¿ leakage¿. A review of complaint data for may 2018 revealed that the complaint rate exceeded the control rate for the applicable complaint trend category (¿leakage¿). Although the occurrence rate exceeded the may 2018 complaint trending control limit for ¿leakage¿, a review of available information did not identify any potential manufacturing non-conformances or IFU/training manual deficiencies that would have contributed to the complaint. Based on the review of the IFU and training manual, no deficiencies were identified. Based on the review of the instructions for use IFU and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. The complaint for ¿balloon ¿ leakage¿ was confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformances were identified in the returned sample, as dimensional testing met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the balloon occurred during use and was not present upon leaving the manufacturing facility. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, contributing to valve alignment difficulty. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The procedural training manual provides guidance for correcting valve diving and flex shaft compression during valve alignment. Although no procedural imagery of valve alignment was provided, the complaint description notes that ¿some tortuosity was observed in the vessel.¿ review of the parent case notes also reveal that the access vessels had severe tortuosity. In addition, although ¿valve alignment was achieved without any resistance,¿ the gouges observed on the flex tip supports the presence of valve diving during alignment. If valve diving was present, it is then possible for the valve struts to catch onto the crimp balloon and create the observed pinholes. As such, it is likely that patient/procedural factors contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿balloon ¿ leakage¿ was confirmed. No manufacturing nonconformances were identified in the returned device. Available information suggests that patient and/or procedural factors (valve alignment in a non-straight section) may have contributed to the complaint event. No product non-conformances or IFU/training inadequacies were identified.